Event description:
It was reported by the medical facility that the patient had passed away due to sudep. It was noted the death was not related to vns. Attempts for additional relevant information have been unsuccessful to date.